Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product codes: hwc & ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent removal of a 3.5mm locking compression plate (lcp) 8 holes 111mm due to nonunion fracture on the patients ulna. There was no hardware broken. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. This complaint is for one (1) 3.5mm lcp plate. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).